Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hypoglycemia. The patient was sleeping and could not be woken up. The patient received a blood glucose result of 1.8 mmol/l on the performa combo system. The emt's were called and the patient was treated for hypoglycemia. The type of treatment given was not provided. It is unknown if the patient was taken to the hospital. It was alleged that the infusion device delivered too much insulin.